Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near the display window corners noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported that the insulin pump's display had condensation under it after she wore it into a lake. The customer reported that she had been experiencing high blood glucose levels all day prior to the call. Blood glucose level at the time of the incident was 370 mg/dl. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.